Event description:
In 1999, the dr implanted a 25mm mitral st. Jude medical mechanical heart valve sjm master series (model 25mj-501). In 2000, the dr explanted this valve due to the valve being "too small" for the pt. A 31mm st. Jude medical mechanical heart valve sjm masters series (model 31mj-501) was then implanted. No additional info was available.

Event description:
Per info rec'd: the valve was explanted due to the valve being "too small". The valve was replaced with a 31mj-501.